Manufacturer narrative:
Bayer service performed a system service check out of the stellant d injector (serial number (B)(4)) on august 27, 2015 and confirmed that the injector was operating within specification. The disposable syringe kit that was in use during the alleged event was discarded by the site. The site was unable to provide the lot number of the disposable syringe kit; therefore, testing of retained samples was not possible. The offer of additional applications training was declined by the customer who admitted that this issue was caused by user error. The stellant CT injection system operation manual cautions the user as follows: "operator vigilance and care, coupled with a set procedure, is essential to minimizing the possibility of an air embolism." The site continues to use the stellant CT injection system after the reported event. No further issues have been reported.

Event description:
The site reported the following: a (B)(6) male patient, status post abdominal trauma, was undergoing a CT scan of the chest/abdomen/pelvis with intravenous contrast enhancement while connected to a stellant CT injection system. During the injection, the patient immediately began to cough. Post procedure, the radiologist visualized a moderate amount of air on the subsequent images in the atria of the patient's heart as well as the subclavian and superior vena cava vessels. The patient returned to the emergency department and was later transferred to another facility for observation. The current status of the patient is unknown.